Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the 70-80% stenosed target lesion located in the mildly calcified and severely tortuous mid right coronary artery (rca). Pre-dilation was performed with a 2.5x15mm apex balloon. Next a 3.0x38mm promus element plus stent was deployed in the mid rca and a 3.5x24mm promus element plus stent was deployed at 14 atms in the proximal rca. A 3.5x15mm nc quantum apex balloon was advanced for post dilation but could not cross the 3.5x24mm promus element plus stent. The physician then intubated the unspecified guide catheter into the ostium of the rca which "must have caused stent deformation of about 3-4mm in the 3.5x24mm promus element plus stent". The deformed stent was then post dilated with a nc quantum apex balloon inflated to 12 atms. The patient tolerated the procedure well. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).